Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a p-wave amplitude measurement issue. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited small p waves and the right ventricular (rv) lead exhibited small r waves. It was further reported that the right ventricular (rv) lead exhibited elevated sensing integrity counter (sic), myopotential over-sensing and some far field p-wave sensing. It was also reported that both the ra lead and rv lead exhibited noise. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.